Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. (B)(4). A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on feb 7, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event.based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed hadpower cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).